Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported battery can not charge. There was no patient or user harm reported.